Event description:
It was reported by the patient that they experienced increased vertigo since the implantation of their device. The device was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).